Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer service ((B)(4)) was informed by the nurse at the user facility that, after two reprocessing treatments, germs (2kbe) were reportedly detected in the air/water channel of the evis exera iii colono-videoscope as the air water channel cultured positive for micrococcus luteus (1 cfu/ml) two times. The device was returned to the regional work shop for evaluation. No death, injury or infection was reported. The user facility's report noted that during pre-cleaning, water is suctioned and flushed through the instrument/suction, air/water and auxiliary channels. Proteazone plus cleaning detergent and medivators pull thru channel cleaning brush are used during manual cleaning for the instrument channel, the channel opening, the suction channel and the suction cylinder. Additionally, a medivators endoscope reprocessor is used with rapicide a & b disinfectant. The scope is stored horizontally in an endodry cabinet. No sterilization was performed.

Manufacturer narrative:
The scope was returned and olympus initiated a hygiene microbial investigation and forwarded the scope to an external laboratory for additional microbial testing and no germs were found. The scope was sterilized and returned to olympus regional repair center (hamburg) for a physical device evaluation. The bending section cover glue was porous. The bending section cover was leaking, the charged coupled device (ccd) cover lens is cracked / irritation in ccd picture, 3x light guide cover lenses are cracked, and the cover lens glue is missing. The distal end cover insulation is insufficient / deformed, the biopsy channel incised/discolored, switch button 3 is leaking. Additionally, the universal cord buckled, the variable stiffness, angulation are below specifications, and the body control unit and connector have signs of wear and tear.

Manufacturer narrative:
This supplemental report was submitted to provide a correction and additional information from the legal manufacturer. Correction: olympus initiated a hygiene microbial investigation and forwarded the scope to an external laboratory for additional testing. It was previously reported that no germs were found, however, though it was lower than the standard value, it was confirmed the biopsy channel of the scope tested positive for mesophile aerobe keime (13cfu). The customer¿s culture test finding of micrococcus luteus was not confirmed. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. As stated on the reprocessing manual and as a preventative measure, the reprocessing manual states, ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device.